Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient presented to the emergency room (ER) on (B)(6) 2017 with complaints of black stools. Patient underwent botox injections for his achalasia (B)(6) 2017 and prior to the procedure had been holding his coumadin. Patient had been on a lovenox bridge from sunday, (B)(6) 2017 through saturday, (B)(6) 2017. Patient's wife reports he has had increased abdominal bruising and oozing from skin tears as a result of being on lovenox. Given his history of gastrointestinal (gi) bleeds in the past and alterations in his anticoagulation, the patient was brought the ed for further work up to rule out gi bleeding. Patient treated with protonix. No blood transfusions required. Patient discharged home with no further bleeding on (B)(6) 2017. No further information has been provided at this time.